Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2045) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was originally reported that during an ultrasound guided vacuum assisted biopsy the device's needle was allegedly rotating 360 degrees when it should only take a sample in one position. It was further reported that during the procedure the device allegedly changed from ultrasound to stereotactic mode without being prompted by the user. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the device changes mode could not be determined based upon the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: d4 (expiration date: 12/2045), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was originally reported that during an ultrasound guided vacuum assisted biopsy the device's needle was allegedly rotating 360 degrees when it should only take a sample in one position. It was further reported that during the procedure the device allegedly changed from ultrasound to stereotactic mode without being prompted by the user. There was no reported patient injury.